Manufacturer narrative:
Reported event: an event regarding alleged periprosthetic fracture involving a mets tkr was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets total knee replacement which was inserted on (B)(6) 2020. The surgeon reported periprosthetic fracture. The x-ray images provided show that there was a bone crack on the anterior-medial side near the bottom of the tibial stem, and there were wires around the bone. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: review of the product history records indicate devices were manufactured with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding alleged periprosthetic fracture involving a mets tkr was reported. The event was not confirmed. The exact cause of the event could not be determined because further information such as additional x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker joint replacement. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Information was received from a senior researcher for registry project m14: henderson failure report identifying patients requiring medical intervention which was not previously reported. Mets total knee. Henderson failure classification 3 (structural failure). Reason for failure: periprosthetic fracture. (B)(6) 2020 revised to distal femoral replacement, with extensor mechanism reconstruction and gastrocnemius flap (custom) and removal of calcaneal traction pin. (B)(6) 2021: clinician review identified a fracture in the tibial bone.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information was received from a senior researcher for registry project m14: henderson failure report identifying patients requiring medical intervention which was not previously reported. Mets total knee. Henderson failure classification 3 (structural failure). Reason for failure: periprosthetic fracture. (B)(6) 2020 revised to distal femoral replacement, with extensor mechanism reconstruction and gastrocnemius flap (custom) and removal of calcaneal traction pin.